Manufacturer narrative:
(B)(4). One used sample was received in reference to leak. The set was tested underwater with leak noted from cut approximately 1 5/8 from sleeve in closed position. This report was confirmed. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the report was not determined. Baxter will continue to monitor similar reports to determine if further actions are required

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. A follow up medwatch will be submitted should additional information be obtained or upon completion of the evaluation.

Event description:
A customer reported to baxter (B)(4) that there was leakage found on the tubing of the transfer set. The customer reported that the transfer set had been used for 60 days. The customer stated that 0.25 g of cefamezin was administered for prevention. There was no patient injury or medical intervention.